Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic for routine check. Upon device interrogation, the right atrial lead exhibited noise. The lead was otherwise electrically stable. No intervention was performed. The patient would continue to be monitored.